Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to a blood glucose reading obtained on the adc meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). At this time, the customer did not experience any symptoms and was unable to self-treat. The non-healthcare professional gave the customer juice, triggering hyperglycemia. Subsequently, the customer was treated at the hospital with saline (IV) and insulin (IV and injection) by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event. Reportedly, the customer received a glucose reading by adc sensor scan results of 68 mg/dl when compared to a blood glucose test reading of 318 mg/dl obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. It is unknown when these values were obtained in relation to the medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. Section d4 (primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product was reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to a blood glucose reading obtained on the adc meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). At this time, the customer did not experience any symptoms and was unable to self-treat. The non-healthcare professional gave the customer juice, triggering hyperglycemia. Subsequently, the customer was treated at the hospital with saline (IV) and insulin (IV and injection) by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event. Reportedly, the customer received a glucose reading by adc sensor scan results of 68 mg/dl when compared to a blood glucose test reading of 318 mg/dl obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. It is unknown when these values were obtained in relation to the medical event.